Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between the device and the reported inflow conduit misalignment could not conclusively be established through this investigation as no images were submitted for review and the product remains in use. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The most recent revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, section 5 entitled ¿surgical procedures¿ explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook, rev. C, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document states that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was taken back to the operating room (or) for difficultly unloading the left ventricle (lv), with worsening pressor requirement and acidosis. On the transthoracic echocardiogram (tte) there was a lack of lv decompression even though the aortic valve did not open. The was a suspicion of the inflow cannula being obstructed. Once the patient was reopened, the pump was pulled down towards the abdomen with a more appropriate inflow cannula position noted by tee. There was a significant improvement in the lv decompression and vad parameters. The pump was affixed to a rib to maintain proper pump position. The patient was discharged to inpatient rehab.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed